Manufacturer narrative:
H11. Additional information reviewed by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the disposable kit hip for 1.8mm q-fix imp does not include a q-fix anchor in the kit, this device is considered a concomitant device, therefore, there is no impact or injury to a patient. This event is considered not reportable per applicable regulations. If additional details confirm the occurrence of a reportable event, we will update our records accordingly and submit a subsequent report detailing both the event and our completed investigations.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during a bankart repair, a disposable xl 1.8mm q-fix drill guide was inserted percutaneously into the joint. The conventional 1.8mm drill bit was used to prepare the anchor hole in the glenoid. A 1.8mm q-fix knotless all suture anchor was deployed in a routine manner. As the anchor handle was being removed from the drill guide, which stayed in the joint, the transfer suture ruptured approximately 5-10mm from the anchor ball. This rupture made the anchor unusable as the repair suture could not be shuttled through the anchor's internal locking mechanism. A 1.8mm q-fix disposable kit xl (ref: 25-1811) was used to prepare the insertion site and all the site was cleard of all debris prior to the insertion. The procedure was resumed, with a non-significant delay, using a conmed y-knot, 1.3mmcompetitor device. No further complications were reported.